Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), blank display. The customer reported blood glucose value of 20 mmol/l. The customer reported hyperglycemia, hyperglycemia, hyperglycemia, diabetic ketoacidosis, diabetic ketoacidosis, diabetic ketoacidosis, loss of consciousness treated with IV insulin drip (intravenous insulin infusion), discontinue use of insulin delivery system, hospitalization: overnight stay, IV insulin drip (intravenous insulin infusion), discontinue use of insulin delivery system, hospitalization: overnight stay, hospitalization: overnight stay. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1881. Customer reported a blank display. Customer reported that battery compartment and/or springs are damaged and/or corroded. No further patient complications were reported. Product return status for mmt-1881 is unknown.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The thump and carelink software was utilized and downloaded trace/history files properly. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 19-may-2024 in the pump history file. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. No blank display noted. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing; however, in the pump history found: low battery alarms on 05/19/2024 at 00:09:00.000. Power loss alarm on 05/19/2024 00:08:38.000. Failed batt/battery failed alarm on 05/13/2024 06:55:09.000. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (23.1 mv). The test p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked battery tube threads and cracked case near the corner of belt clip rails during the visual inspection. In summary, pump passed all required testing. Unable to verify customer alleged for high bg and dka. The force sensor is within specification. Blank display not confirmed. Cosmetic damage was confirmed at battery tube threads and cracked case near the corner of belt clip rails. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.